Manufacturer narrative:
This report has been identified as b. Braun medical inc. Internal report number (B)(4). The actual device involved in the reported incident was not returned, however the device history logs were provided for evaluation. The log review showed that an insulin infusion was started at 1:49 am at the rate of 8 ml/hr and 100 ml. At 1:52 am an air bubble alarm stopped the infusion, with a volume infused of 0.3 ml. At 2:10 am a 5 second prime took place, followed by an infusion start. At 2:12 am the infusion was stopped with a volume infused of 0.51 ml. At 2:24 am the pump door was opened, and at 2:26 am an original space line was selected followed by an 11 second and a 69 second prime. At 2:29 am an infusion was started. At 3:42 am the infusion was stopped. Based on the information from the provided logs, the pump operated as intended. However, without the actual device involved a thorough analysis could not be performed and no specific conclusions can be drawn. If additional information becomes available, a follow up report will be submitted.

Manufacturer narrative:
This report has been identified as b. Braun medical inc. Internal report number (B)(4). The investigation into this reported event is ongoing. Additional attempts to receive the device are being made. A follow-up report will be submitted when the results of the investigation are available.

Event description:
As reported by user facility: over infusion of insulin. 100cc normal saline with 100 units of regular insulin was initiated at 0149 on (B)(6) 2019 with a rate of 8ml per hour and a volume to be infused of 100cc. At 0325 the nurse noted that the insulin bag was empty.